Event description:
White cap easily removes itself and exposes the tip which cannot be luer-locked [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 1 mg/10ml (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that an issue that identified with an atropine glass syringe that the white cap easily removes itself and exposes the tip which cannot be luer-locked. It was a product where the white tip perforated part should be removed, exposing the part that can be leurlocked. White tip was easily removable in its entirety and not useful in a code setting. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 21-oct-2024. New information received includes investigation report, attached with this case. A complaint was received from medication safety and education manager of pharmacy for the product: atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml) lot no.: ap240066 regarding ¿white cap easily removes itself and exposes the tip which cannot be luer-locked¿. Simulation study performed on retained sample of complaint lot no.: ap240066 reveals on ribbed part of lure lock remained attached to the syringe tip while expelling medication from syringe to beaker. Based on evaluation of finished product retained sample and reserved sample of glass syringe visual examination, review of aql of glass syringe, review of packing material used in complaint lot, review of batch processing and packing controls, review of finished product analysis results, review of stability data and historical review etc. Reveals no unusual observation was noticed during drug product processing which could attribute to reported complaint. Based on investigation, no cause corroborated to the manufacturing and packing process of complaint lot no.: ap240066 which could lead to reported complaint. Vendor investigation with respect to previous similar nature complaint reveals that the contributory/ probable cause identified to be mishandling or improper handling/ ovs closure opening by pulling the ovs adaptor from the barrel body instead of ovs cap. Review of the instruction specified on carton reveals that guidance with pictorial presentation are available for handling of pfs prior to administration. Hence it could be possible that complainant might have mishandled the lure lock while detaching cap from ribbed part and thus lead to reported complaint. Based on site investigation and vendor investigation, it was inferred that reported complaint could not be attributed to drug product processing at site and at vendor end. Hence, reported complaint stands non-substantiated. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. The impact on current and future users of product atropine sulfate injection cannot be assessed as the root cause of investigation remains undetermined as manufacturer or user error.

Event description:
White cap easily removes itself and exposes the tip which cannot be luer-locked [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 1 mg/10ml (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that an issue that identified with an atropine glass syringe that the white cap easily removes itself and exposes the tip which cannot be luer-locked. It was a product where the white tip perforated part should be removed, exposing the part that can be leurlocked. White tip was easily removable in its entirety and not useful in a code setting. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited.